Manufacturer narrative:
Section b5: additional info.

Event description:
It was reported that the major infection 1 ended with sequela. Type of bacteria causing infection changed from staph. Aureus to bacteria listed above and antibiotics changed from bactrim to ciprofloxacin to cefdinir and doxycycline.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening of major infection. Subject presented to emergency department (ed) with abdominal pain and increased yellow drainage at driveline. Antibiotics changed from doxycycline and cefdinir ongoing for major infection to vancomycin and cefepime. Subject admitted for monitoring and further evaluation. The cultures resulted in no s aureus, p. Aeruginosa, beta streptococcus groups a or b or enterococci isolated/ 4 or more strains of aerobic gram positive organisms present. Patient was discharged home after 4 days inpatient. Antibiotics changed from doxycycline and cefdinir (taking as outpatient prior to admit) to vancomycin and cefepime as inpatient (discontinued at discharge) and discharged on bactrim-ds 1 tablet twice daily.